Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (wire broke off) has been confirmed. Upon evaluation, the wires connecting the distribution node to the rear therapy electrode were pulled from the distribution node. All wires were cut. The root cause of the cut wires and damaged cable cannot be positively determined but is likely the result of excessive force. No adverse event resulted from the pulled cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of the wires on his electrode belt broke off. The pt was issued a replacement electrode belt.